Event description:
The user facility reported a 79-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient was placed on impella support and the patient developed a hematoma proximal to the repo sheath. Manual compression was applied to the hematoma, and it was resolved. The patient was awake and oriented, and he was lifting his head and contracting his abdominal muscles which resulted in bleeding around the sheath. Manual compression was applied. Patient was brought to the cath lab due to the excessive bleeding. Rewire access port was utilized and impella was removed over the wire and perclose sutures were tightened in place. The patient's groin was dry with no bleeding or evidence of hematoma.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation of access site bleeding/hematoma has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was patient movement, based on given clinical details. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14074: d4 model number. E4 should have been left blank. F6/f8-should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
G3 date received by manufacturer in manufacturer device report 1220648-2024-14074 was inadvertently reported incorrectly.